Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or a serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported difficulty charging the ins, seeing 1707 and the circle on top of the charger was red. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins , at this point pt said: they can't feel it they have gained so much weight, reset the handset, reset the recharger, confirmed communicator is off while using the recharger, recommended using recharger over a thin layer of clothing, recommended moving away from possible sources of emi, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, dismissed code, 1707. Additional troubleshooting information: pt was able to connect briefly then lost connection over and over during troubleshooting, one time pt reported seeing excellent connection, ins battery zero, therapy off then lost connection, one time pt saw good connection. Pt had no one to help them. Pt continued trying by repositioning the charger numerous times, removing their spanks. Restarting the charger twice more and the handset once more. The issue was not resolved through troubleshooting. An email was sent to the repa ir department. Reviewed if the issue persists after receiving the replaced equipment they should see their doctor. Additional information received indicated that the  pt reported when trying to recharge yesterday with the blue side against their bare skin they felt little jolts. Reviewed we recommend a thin layer of clothing. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.